Event description:
The tulip filter was deployed via the femoral approach. During filter deployment, the legs of the filter did not appear to open to grasp the wall of the ivc. The filter then began to migrate superiorly. The attending physician placed a snare via the jugular approach and captured the filter with a snare stabilizing the filter's position. The filter was then uneventfully retrieved. A second filter was then placed without further incident. The pt is doing well with no issues 24 hours post procedure.